Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported that she was newly implanted the day before the call, her daughter had just turned her stimulation on and she felt like she was not able to urinate. The patient stated she has had 2 coffee and water and usually she should have gone. She stated she had the device because of urinary frequency, and that she was not uncomfortable at this time but was just curious if she should be concern about this. No further complications were reported or are anticipated.